Event description:
It was reported that during a fistulogram treatment procedure, a balloon burst occurred. The lesion was located in the av fistula of the basilic vein. The 7.0 x 40 mm charger balloon catheter was advanced inside a non-bsc stent. The charger balloon was inflated once over rated burst pressure and burst circumferentially. The procedure was completed using another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. From the information available this device was not used per the directions for use (dfu) / product label. The balloon ruptured after the balloon was inflated above its rated burst pressure. (B)(4).